Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the root cause could not be identified; however, it is likely that a faulty liquid-crystal display panel led to the malfunction resulting in the no image phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable finding provided in b5, the evaluation also found the cable cover had fallen off. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the lcd monitor is defective. There is a vertical blue line on the screen. This issue was found during an unspecified procedure. The device was returned for evaluation. During the device evaluation, image artifact due to poor contact of the lcd panel was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.